Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the right ventricular lead had dislodged and exhibited loss of capture. On (B)(6) 2018, the patient underwent the explant procedure and it was noted that the lead insulation was worn near the distal tip. The lead was explanted and replaced successfully and the patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.